Event description:
It was reported that following the implant procedure, the lead had a rise in threshold, unipolar impedance was higher than bipolar impedance, and a loss of capture. The lead was removed and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed no anomalies were found. It was noted that the proximal conductor was distorted, the helix/lobe mechanism was distorted/bent, there was blood in/on the helix/lobe mechanism, tissue on the helix, and visual analysis revealed apparent explant damage.